Event description:
A customer reported that erroneous elevated reticulocyte (retic) % results were generated on a coulter lh 780 hematology analyzer for multiple patients over two days. This report represents the erroneous retic % results generated for one patient on (B)(6) 2011. The initial erroneous retic% result was accompanied by an instrument generated (abnormal retic pattern) error message which, per beckman coulter inc. Labeling, necessitated the review of results. The erroneous retic % result was reported outside of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. A subsequent manual retic assessment was performed which yielded a retic % result which was lower and regarded as valid. The manual retic result was sent out via a corrected report. A second patient's results were provided by the customer in association with this event. As the initial retic % result was not repeated via instrument of manual retic assessment, there was no confirmatory testing to substantiate that the initial retic % result was erroneous. The instrument was within quality control specifications with respect to controls and reproducibility and controls executed before and after the incident recovered within assay limits. No sample collection/handling information or raw data was provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site on (B)(4) 2011 for this event. The fse reviewed the quality control data from the instrument and noticed that the retic pressure had been running high. The fse also noticed that the pinch valve sleeve had been pulled outside of the valve. The fse was able to duplicate the error message by leaving the sleeve outside the valve. The fse reran the specimens with the sleeve inside the valve and the error message was eliminated. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The root cause for this event was due to tubing not properly seated in the valve. The root cause of the reporting of the erroneous results was use error. There were instrument generated flags to alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable. Associated mdrs: 1061932-2011-00138, 1061932-2011-02401.